Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Additionally, it was reported that the customer received a notification that indicated the insulin delivery had been stopped. Customer's blood glucose level ranged from 400 mg/dl to 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.